Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 295 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer consumed a new type of food which had more carbohydrates than what the customer delivered a bolus for. The customer declined to perform high bg troubleshooting with tandem technical support. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 225 units of cold insulin. The customer declined to reload the cartridge and will continue to monitor the insulin gauge.